Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and systemic lupus erythematosus ('autoimmune disorder (potentially lupus)') in a 29-year-old female patient who had essure (batch no. 58565-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiatal hernia and cholecystectomy. Ultrasound done for dysmenorrhea. Concurrent conditions included dysfunctional uterine bleeding, vaginal bleeding, cramp in lower abdomen, menstruation abnormal, numbness of lower extremities, muscle tightness, rhinorrhea, dizziness, syncope, appetite absent, shaky feelings, numbness in face, ataxic gait, difficulty in walking and soft tissue injury nos. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6)2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), myalgia ("muscle pain"), migraine ("migraines/migraines / headaches"), abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged menstruation/abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/ dyspareunia"), back pain ("severe back pain/pain/ lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and rash ("rashes or skin conditions type:,body rash"). In 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis,") and cystitis ("infection (bladder/ urinary tract/vaginal) type: cystitis"). In 2011, the patient experienced toothache ("dental problems: sore teeth"), gingival pain ("dental problems: tender gum") and teeth brittle ("dental problems: brittle teeth"). In 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), paraesthesia ("neurological conditions or problems type: paresthesia") and ataxia ("ataxia"). In 2017, the patient experienced cervical cyst ("cyst above cervix"). On an unknown date, the patient experienced genital haemorrhage ("heavy, abnormal bleeding"), menstruation irregular ("irregular menstruation"), intervertebral disc degeneration ("degenerative disc disease") and inflammation ("inflammation nos"). The patient was treated with botulinum toxin type a (botox), levofloxacin (levaquin), lisinopril, meloxicam, nalbuphine hydrochloride (nubain), topiramate (topamax), tramadol, vitamin d nos (vitamin d), vitamins nos (multivitamins), , physical therapy and surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, systemic lupus erythematosus, dysmenorrhoea, vaginal haemorrhage, urinary tract infection, cystitis, rash, toothache, paraesthesia, ataxia, cervical cyst, intervertebral disc degeneration, inflammation, gingival pain and teeth brittle outcome was unknown and the genital haemorrhage, fatigue, arthralgia, myalgia, migraine, menstruation irregular, abdominal pain, menorrhagia, dyspareunia and back pain had not resolved. The reporter considered abdominal pain, arthralgia, ataxia, back pain, cervical cyst, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival pain, inflammation, intervertebral disc degeneration, menorrhagia, menstruation irregular, migraine, myalgia, paraesthesia, pelvic pain, rash, systemic lupus erythematosus, teeth brittle, toothache, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical attention for her symptoms from physician. Patient was currently investigating her options for removal of the essure devices. She had communicated with any healthcare provider concerning removal of your essure device. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: confirmed full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage , abdominal pain, back pain, uti. The lot number reported (58565) is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and systemic lupus erythematosus ('autoimmune disorder (potentially lupus)') in a 29-year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiatal hernia and cholecystectomy. Ultrasound done for dysmenorrhea. Concurrent conditions included dysfunctional uterine bleeding, vaginal bleeding, cramp in lower abdomen, menstruation abnormal, numbness of lower extremities, muscle tightness, rhinorrhea, dizziness, syncope, appetite absent, shaky feelings, numbness in face, ataxic gait, difficulty in walking and soft tissue injury nos. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) -2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), myalgia ("muscle pain"), migraine ("migraines/migraines / headaches"), abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged menstruation/abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/ dyspareunia"), back pain ("severe back pain/pain/ lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and rash ("rashes or skin conditions type:,body rash"). In 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis,") and cystitis ("infection (bladder/ urinary tract/vaginal) type: cystitis"). In 2011, the patient experienced toothache ("dental problems: sore teeth"), gingival pain ("dental problems: tender gum") and teeth brittle ("dental problems: brittle teeth"). In 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), paraesthesia ("neurological conditions or problems type: paresthesia") and ataxia ("ataxia"). In 2017, the patient experienced cervical cyst ("cyst above cervix"). On an unknown date, the patient experienced genital haemorrhage ("heavy, abnormal bleeding"), menstruation irregular ("irregular menstruation"), intervertebral disc degeneration ("degenerative disc disease") and inflammation ("inflammation nos"). The patient was treated with botulinum toxin type a (botox), levofloxacin (levaquin), lisinopril, meloxicam, nalbuphine hydrochloride (nubain), topiramate (topamax), tramadol, vitamin d nos (vitamin d), vitamins nos (multivitamins), , physical therapy and surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, systemic lupus erythematosus, dysmenorrhoea, vaginal haemorrhage, urinary tract infection, cystitis, rash, toothache, paraesthesia, ataxia, cervical cyst, intervertebral disc degeneration, inflammation, gingival pain and teeth brittle outcome was unknown and the genital haemorrhage, fatigue, arthralgia, myalgia, migraine, menstruation irregular, abdominal pain, menorrhagia, dyspareunia and back pain had not resolved. The reporter considered abdominal pain, arthralgia, ataxia, back pain, cervical cyst, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival pain, inflammation, intervertebral disc degeneration, menorrhagia, menstruation irregular, migraine, myalgia, paraesthesia, pelvic pain, rash, systemic lupus erythematosus, teeth brittle, toothache, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical attention for her symptoms from physician. Patient was currently investigating her options for removal of the essure devices. She had communicated with any healthcare provider concerning removal of your essure device. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: confirmed full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage , abdominal pain, back pain, uti. The lot number reported (58565) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and systemic lupus erythematosus ('autoimmune disorder (potentially lupus)') in a (B)(6) female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiatal hernia and cholecystectomy. Ultrasound done for dysmenorrhea. Concurrent conditions included dysfunctional uterine bleeding, vaginal bleeding, cramp in lower abdomen, menstruation abnormal, numbness of lower extremities, muscle tightness, rhinorrhea, dizziness, syncope, appetite absent, shaky feelings, numbness in face, ataxic gait, difficulty in walking and soft tissue injury nos. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), myalgia ("muscle pain"), migraine ("migraines/migraines / headaches"), abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged menstruation/abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/ dyspareunia"), back pain ("severe back pain/pain/ lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and rash ("rashes or skin conditions type:,body rash"). In 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis,") and cystitis ("infection (bladder/ urinary tract/vaginal) type: cystitis"). In 2011, the patient experienced toothache ("dental problems: sore teeth"), gingival pain ("dental problems: tender gum") and teeth brittle ("dental problems: brittle teeth"). In 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), paraesthesia ("neurological conditions or problems type: paresthesia") and ataxia ("ataxia"). In 2017, the patient experienced cervical cyst ("cyst above cervix"). On an unknown date, the patient experienced genital haemorrhage ("heavy, abnormal bleeding"), menstruation irregular ("irregular menstruation"), intervertebral disc degeneration ("degenerative disc disease") and inflammation ("inflammation nos"). The patient was treated with botulinum toxin type a (botox), levofloxacin (levaquin), lisinopril, meloxicam, metronidazole (flagyl), multivitamins, nalbuphine hydrochloride (nubain), topiramate (topamax), tramadol, vitamin d nos (vitamin d), physical therapy and surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, systemic lupus erythematosus, dysmenorrhoea, vaginal haemorrhage, urinary tract infection, cystitis, rash, toothache, paraesthesia, ataxia, cervical cyst, intervertebral disc degeneration, inflammation, gingival pain and teeth brittle outcome was unknown and the genital haemorrhage, fatigue, arthralgia, myalgia, migraine, menstruation irregular, abdominal pain, menorrhagia, dyspareunia and back pain had not resolved. The reporter considered abdominal pain, arthralgia, ataxia, back pain, cervical cyst, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival pain, inflammation, intervertebral disc degeneration, menorrhagia, menstruation irregular, migraine, myalgia, paraesthesia, pelvic pain, rash, systemic lupus erythematosus, teeth brittle, toothache, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical attention for her symptoms from physician. Patient was currently investigating her options for removal of the essure devices. She had communicated with any healthcare provider concerning removal of your essure device. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: confirmed full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage , abdominal pain, back pain, uti. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- removal detail's and eumdr tab updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.